Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-mar-2025. Investigation summary bd received two (2) photos and one (1) sample for investigation. The sample underwent a visual inspection and failed due to embedded foreign material (fm). The analysis of the customer photos revealed fm along the sides of the tube. Additionally, 30 retained samples were visually inspected, and none of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, foreign matter was found inside of (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, foreign matter was found inside of (1) tube. No adverse impact was reported regarding the patient or user.